Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the ratcheting handle was damaged. The reported damage is that the top of the handle was broken off. The reported issue occurred while navigating. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.